Manufacturer narrative:
(B)(4) date sent: 7/1/2016. Batch # (B)(4) attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device "jerks and damaged the small vessel", did the device jaws damage the vessel? Or did a device clip damage the vessel? Was there any blood loss as a result? If yes, how much blood loss was there (mls)? Did the patient require a blood transfusion? Was the procedure altered as a result of the event? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the clips do not deploy smoothly. It requires unusual pressure when it does deploy. It jerks and damaged the small vessel. It is unknown if there was blood loss or how much. The procedure was completed using a like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # n90l70. The analysis results found that the mcs20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 17 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.